Event description:
Additional information was received that a revision procedure was performed. This right ventricular (rv) lead was found to be fractured. The rv lead was explanted and replaced without complication.

Event description:
Boston scientific received information that shocking impedance measurements were greater than 125 ohms in the triad and coil to can configurations. Increased left ventricular (lv) lead threshold measurements were also noted. All other lead measurements were within acceptable limits. Technical services was consulted and discussed troubleshooting recommendations. No device testing has been performed, however, a lead revision procedure was likely to occur. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.